Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A ventilator was returned to a third-party service center for service.  There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery needs to be replaced to address the issue.

Manufacturer narrative:
On previously submitted report, section "adverse event/product problem" in box b was incorrect. In this report, section "adverse event/product problem" in box b has been updated/corrected.